Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)") and abortion spontaneous ("pregnancy (stillbirth or miscarriage) / miscarriage") in a female patient who had essure (batch no: d01977) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 3 (dates of live births: on (B)(6) 2008, on (B)(6) 2010, on (B)(6) 2014), gallbladder disorder, ectopic pregnancy in 2009, miscarriage (ab spontaneous 3) and salpingectomy (left salpingectomy for ectopic) in 2009. Concurrent conditions included vaginal discharge and chlamydial infection. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In 2016, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced back pain ("back pain"), abdominal pain ("abdominal pain") and abdominal pain lower ("lower abdominal area"). The patient was treated with surgery (laparoscopic left salpingectomy, partial right salpingectomy and bilateral essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, back pain, abdominal pain and abdominal pain lower had resolved and the pregnancy with contraceptive device, abortion spontaneous, vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, back pain, dysmenorrhoea, menorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: her symptoms substantially resolved after the surgery. The patient claimed to have had 2 abortions under essure but the healthcare professional only found 1 pregnancy with abortion documented coils trailing l tube: 3, coils trailing r tube: 6. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test: on (B)(6) 2017: result: final pathologic diagnosis a. Fallopian tube, left, salpingectomy: fallopian tube with no significant abnormality essure coil identified (gross only). B. Fallopian tube, right, salpingectomy: reactive changes and foreign body reaction essure coil identified (gross only). Specimen: a: left fallopian tube, essure coil, salpingectomy; b: right fallopian tube, essure coil, salpingectomy. Gross description: a. Received a pink-purple segment of fallopian tube, 0.6 to 0.8 cm in diameter by 4.5 cm that has a fimbriated tip and no gross abnormalities. Also received in the container is a piece of coiled wire, 5 cm in length. B. Received a fragment of pink-tan tissue (possible segment of fallopian tube), 0.4 cm in diameter by 0.8 cm. A coil-type wire extends from one aspect of the specimen and two additional segments of coiled wire are received loose in the container, all ranging from 1.0 to 4.5 cm in length. Pregnancy test: in january 2016: confirmed. Ultrasound scan: on (B)(6) 2016: result: retroverted uterus. Cervix unremarkable. Small amount of fluid in endometrial canal. Bilateral ovaries wnl lt ovary with apparent resolving clc no ff visualized. Unable to confirm proper essure placement by ultrasound. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-dec-2018: quality-safety evaluation of ptc. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (laparoscopic left salpingectomy, partial right salpingectomy and bilateral essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, back pain and abdominal pain was resolving. The reporter considered abdominal pain, back pain and pelvic pain to be related to essure. The reporter commented: her symptoms substantially resolved after the surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.